Event description:
Additional information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
Laboratory analysis revealed that the complete lead was returned. There were no irregularities observed at tip section of lead. Both tines remained intact. Resistance and pressure tests verified the electrical performance and insulation integrity of the lead. The clinical observation was unable to be reproduced during laboratory analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited dislodgement one day post implant. At this time the type of intervention has not been decided by the physician. Additional information indicates that this product was explanted and a new product was placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.